Event description:
It was reported by a non-medical professional that the patient underwent a procedure for tlif at l4-5 where rhbmp-2 was implanted with a peek interbody spacer. Subsequently, the patient allegedly developed post laminectomy syndrome. Approximately 35 months post-op, the patient underwent a bilateral revision laminectomy, foraminotomy, and facetectomy, as well as a l3-4, l4-5 posterior lumbar fusion and instrumentation removal at l4-5. Allegedly, the post-operative report discusses the l4-5 level had a bone spur sticking in the axilla at the l5 nerve root. Allegedly, the patient has required extensive medical treatment and continues to suffer from chronic pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.